Manufacturer narrative:
S/w version 4.11d. Retainer ring = black. Customer returned pump for alleged prime/fill anomaly and unexpected battery power loss found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. On (B)(6) 2021 starting at 05:30:00.000 through 09:12:01.000 a total of 10 insulin flow blocked alarms was recorded in pump downloaded history. No low battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further review, the pump downloaded history recorded a low battery alert on the event date of (B)(6) 2021 at 06:50:01.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor and force sensor connector. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for prime/fill anomaly is confirmed during visual inspection where moisture damage to force sensor and force sensor connector is noted. Unexpected battery power loss was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had not working. The customer stated that when they loading insulin it gives them one beep and did not move forward, they goes to fill tubing even though the load process did not occur. No harm requiring medical intervention was reported. The device will be returned for analysis.